Event description:
A very sick child was being treated with oscillating ventilation and was monitored with the tina and philips spo2. Philips spo2 showed 95-100% saturation. At the same time, an arterial blood sample showed saturation of 9.6.

Manufacturer narrative:
Philips is in the process of obtaining more info regarding this event and this complaint is still under investigation. At this time, phillips does not have sufficient info to verify that monitoring was not a factor in this serious injury. A supplemental report will be sent once the investigation is completed.